Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) was flickering and the display would not power. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. To address the issue the stm replaced the display, which was supplied by the customer. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) was flickering and the display would not power. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.